Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used due to a set screw issue. The wrench was inserted into the header screw and the set screw would not torque. When the wrench was removed, the set screw came out with the wrench and could not be removed from the wrench. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.